Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flex video scope had foreign material come out of the nozzle. There were no reports of patient harm.

Event description:
It was observed during the device inspection, that the flex video scope had foreign material come out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than one year (>1) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The foreign material residue point was not deformed. The event can be detected and/or prevented by following the instructions for use which state: -detection method: evis lucera gif/cf/pcf type 260 series operation manual, chapter 3 "preparation and inspection". -preventive measures: evis lucera gif/cf/pcf/sif type 260 series reprocessing manual, chapter 3 "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.